Event description:
Spontaneous from (B)(6) field nurse: pt asked for 3 extra tubing sets because tubing was leaking and malfunctioning for her before. No other info or dates available. Pt did not provide lot/expiration for the malfunctioning tubing. Did the reported product fault occur while in use with the pt? Unk; did the product issue cause or contribute to pt or clinical injury? Unk; is the malfunctioning tubing available for investigation? Unk; did we [MFR] replace the device? Yes; did the pt have extra tubing they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes. Reported to (B)(6) by health professional.